Manufacturer narrative:
It was indicated by the customer that the cable used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation.

Event description:
The customer reported the cable of the monitor gives a spark when it connects. No patient impact or consequences were reported.